Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cuff lock damage and difficulty engaging the cuff lock could not conclusively be determined through this investigation as the product was not returned and no photographs depicting the damage were submitted by the account. A direct correlation between the device and the reported bleeding, renal dysfunction, and patient condition could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 28jun2021. Heartmate 3 lvas IFU rev. C (rev. G) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had an elevated blood creatinine hemodialysis due to poor blood supply throughout the body urine output. A catheter was inserted on (B)(6) 2021 and removed (B)(6) 2021. The patient received a blood transfusion after transplant and had a hemoglobin level of 9.4g/dl and a red blood cell count of 3.09x109/l. The patient had prolonged hospitalization. On the 19th day after surgery a pressure sore was formed behind the driveline area and the wound culture went out but was confirmed as negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cuff lock damage and difficulty engaging the cuff lock could not conclusively be determined through this investigation as the product was not returned and no photographs depicting the damage were submitted by the account. The product was not returned to the abbott, as it was proceeded with write-off. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 28jun2021. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon sew the apical cuff and connected the pump in the apical cuff during the case, but there was lots of bleeding around the apical cuff, so the surgeon repeated disconnecting and connecting the pump. When surgeon tried to connect the pump again, it was not able to connect as the cuff lock was bent. The pump was replaced with new pump (in the back-up kit) and it was connected to apical cuff once the surgeon treated the bleeding.